Event description:
It was reported that the patient had gone to the hospital for inappropriate shocks. The physician interrogated the device to find t-wave over-sensing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.